Event description:
It was reported that a patient underwent an nephrectomy procedure on an unknown date and suture was used. While attempting fascial closure the needle broke in half leaving the sharp end imbedded in the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? Yes, 2 views of the patient¿s abdomen. Was there any additional tissue damage as a result of searching for the needle piece? Patient¿s incision needed to be extended to retrieve the missing needle, as well as repositioning during the case to obtain images. Are any plans in place to remove the needle piece in future? If yes, please provide date (mm/dd/yyyy) needle was removed at the time of discovery, incision had not been entirely closed when the needle malfunction was identified. What tissue structure the broken needle was located? Fascial closure following nephrectomy. What is the surgeon's opinion of consequences to the patient? Unknown. What is the current status of the patient? Discharged and seen in f/up from this procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.